Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 7mm in length and extended from a position 3mm proximal of the distal markerband to 3mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination identified a shaft kink approximately 145mm distal from the distal end of the strain relief. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arm vessel. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon inflation at 10 atmospheres. The procedure was completed with another of the same device. No complications were reported, and the patient status was stable.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arm vessel. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon inflation at 10 atmospheres. The procedure was completed with another of the same device. No complications were reported, and the patient status was stable.